Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed no signs of damage was visible. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Based on the investigation results from the (B)(4) and a functional tests with air hose couplings - it's running smooth. The adapter is in working order. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was connected to a compact air drive suddenly broke with an explosion sound during use. There were no adverse consequences to the patient or the surgeon. There was a ten minute delay in the procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).